Manufacturer narrative:
(B)(4). D10: 166578, oxf uni cmntls tib sz e lm, lot 66853480. 159549, oxf anat brg lt md size 5 PMA, 799650. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent conversion of the left knee to a total knee seven months post implantation due to instability on medial side. The patient had a fall a few months ago and had previously been treated with conservative measures prior to revision surgery. Attempts have been made and no further information has been provided.